Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed. Following a laparoscopic ventral hernia repair, study 1 (randomised controlled) stated that out of 114 patients, 3 had hernia recurrence, 11 mesh protrusion and 29 had chronic pain. While on study 2 (retrospective) there were 5 patients had hernia recurrence, 2 mesh protrusion and 14 had chronic pain.